Event description:
It was reported that the cylinder of this inflatable penile prosthesis (ipp) had a hole. The tube and the cylinder were explanted and replaced with a tactra malleable penile prosthesis. There were no patient complications reported.